Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Updated sections: a3, g4, g7, h2, h3, h6, h10. Added a3: male. Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/26/2019. A visual inspection was conducted. The device was returned inside its plastic protective case. The device was removed from the plastic protective case. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base with disconnection at the tip. The clear silicone on the tip of the hot jaw was observed to be peeled, but remained attached to the hot jaw. Based on the returned condition of the device, the reported failure " material twisted/bent wire" was confirmed as well as for the analyzed failure "peeled jaw". Specific actions for the reported "material twisted/bent; wire" and analyzed "peeled jaw" failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they felt resistance while positioning the hemopro jaws. The jaws were distorted and they withdrew the device and performed a visual inspection. The metal insert was separated from the jaw. They reported that no foreign material retained by the patient and no injury to the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they felt resistance while positioning the hemopro jaws. The jaws were distorted and they withdrew the device and performed a visual inspection. The metal insert was separated from the jaw. They reported that no foreign material retained by the patient and no injury to the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.